Manufacturer narrative:
The full name of the initial reporter is (B)(6). Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse performed test with ECG simulator, and the ECG captured and displayed successfully. All functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not reading or displaying ECG. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Corrected information: section b5. Additional information: section a4, g4, g7, g8, h6, h10, h11.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) was not reading or displaying ECG. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
(Contact person ¿ mfg site), h6 (type of investigation).

Event description:
N/a.